Manufacturer narrative:
Review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows all treatments on that day were finished successfully . The reported treatment could be identified in the logfile. The user operated the surgery with recommend energy setting. No relevant deviation between planed and performed energy is detectable for the treatment. No technical root cause is detectable during logfile review. Clinical review; striae is a known post-operative event. The reported striae is related with flap handling and the repositioning of the flap. The root cause could not be determined conclusively. Company personnel state that most possible root cause is flap handling and repositioning of the flap or the mechanical stress applied unintended by the patient. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient with flap striae of the left eye one day following lasik treatment. The surgeon lifted and stretched the flap. Two days following onset the flap was noted to be in place and symptoms resolved.